Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined aspirate probe one (1) was not effectively aspirating fluid. The fse replaced the peristaltic pump tubing that is connected to the aspirate probes to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction.

Event description:
The customer reported obtaining an unknown number of non-reproducible troponin I (access accutni+3) results in association with the unicel dxi 600 access immunoassay system serial number (B)(4). The customer declined providing additional information regarding the event. Consequently, it cannot be determined if the non-reproducible results were reported from the laboratory or if there was any change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. The customer stated quality control (qc) recovery was within the laboratory's established ranges prior to the event. The customer did not supply information regarding the collection or centrifugation of the patient samples. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.